Manufacturer narrative:
Two units were received for evaluation in used condition, seven new units were received of lot #6058800, and 24 new units of lot #6112093. As received, there was no physical damage or other anomalies observed on the 31 new and the 2 used samples received. Functional testing was performed and on the two used samples, the cuff inflated successfully but showed signs of deflation after one minute. The 31 new returned samples were tested in the same manor; no leaks were observed. The customer complaint of a leakage appeared to occur from the adhesive part on the upper cuff and the probable cause is due to an inconsistent weld around the tubing. A device history review was performed and no nonconformances were identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak was observed in the endotracheal tube with a soft seal cuff approximately four hours after intubation, which required re-intubation. There was no reported patient harm or adverse event.